Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the an occlusion alarm occurred during bolus delivery. Reportedly, the customer changed the pump supplies and delivered the full amount of the bolus again. Subsequently, customer's blood glucose level dropped and customer was taken to the emergency room. Additional information regarding the reported issue was not provided. Multiple attempts were made to follow up with the customer on the reported issue. No response from the customer was received.